Event description:
It was reported by the customer that a pyxis anesthesia es system had a communication issue. The customer reported that the patients were not appearing in the patient list, and the user was not able to retrieve medications for procedures. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a communication issue. The customer reported that the patients were not appearing in the patient list, and the user was not able to retrieve medications for procedures. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a data sync issue. A technical support specialist performed full sync to resolve and confirmed that downloads were now synchronizing successfull. The system functioned as intended after the technical support specialist troubleshot the device.